Manufacturer narrative:
Updated fields: d8. H2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. An olympus endoscopy support specialist (ess) was notified that the scope was not properly pre-cleaned after the procedure. The scope arrived in sterile processing completely covered in fecal matter. The scope was soaked for the minimum allotted time, washed, and the process was repeated three times before it was considered clean. The device was not returned to olympus for evaluation. The reported event was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the colonovideoscope had scope came to sterile processing completely covered in fecal matter as precleaning was not properly performed. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.